Manufacturer narrative:
Complaint no. (B)(4).

Event description:
It was reported that in the icms, the catheter was found leaking from the insertion site. A chest x-ray showed that the catheter had migrated out of the patient, which resulted in the catheter leak. As a result, the catheter was removed, however, it is not known whether it was replaced. There was no reported delay, death, or complications to the patient as a result of this occurence. The hospital stated their protocol for suturing includes both at the wing and catheter clamp.